Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. Upon investigation the response buttons were non-functional. The cause for failure was due to a disconnected rear response button cable. The root cause for the disconnected cable could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the response buttons were non-functional.